Manufacturer narrative:
Batch review performed on 24 june 2021: lot 2009285: (B)(4) items manufactured and released on 02-12-2020. Expiration date: 2025-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation: early infection in cementless tha, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional implants involved: batch review performed on 24 june 2021: cup: versafitcup cc trio 01.26.45.0054 acetabular shell cc trio ø 54 (k103352) lot 2009363: (B)(4) items manufactured and released on 21-dec-2020. Expiration date: 2025-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2009405: (B)(4) items manufactured and released on 19-jan-2021. Expiration date: 2026-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Liner(not registered in USA): mectacer 01.29.413 ceramic liner ø 36 / e lot 2009426: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 2026-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen has been identified as staph aureus. 1 month after the primary the surgeon revised all implants and the surgery was completed successfully.